Event description:
It was reported "a 7fr tri-lumen PICC catheter is used and this process is performed by an intensive care physician in the intensive care unit and with the use of ultrasound guidance to verify vascular access. Once the vein is canalized, the metal guide is passed, and when the guide is removed it is observed how it is coming loose, so it is carefully removed and at the end it is broken without causing harm to the patient. A new kit is used to complete the procedure, which is successful without problems." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The full UDI number unavailable as complainant did not report a valid lot number.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "a 7fr tri-lumen PICC catheter is used and this process is performed by an intensive care physician in the intensive care unit and with the use of ultrasound guidance to verify vascular access. Once the vein is canalized, the metal guide is passed, and when the guide is removed it is observed how it is coming loose, so it is carefully removed and at the end it is broken without causing harm to the patient. A new kit is used to complete the procedure, which is successful without problems." No medical intervention required. The patient's current condition is reported as "fine."